Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was "high", although specific value was not provided on (B)(6) 2026. The elevated bg was addressed by a correction injection via manual insulin therapy, and did not require third party assistance beyond normal assistance. To resolve the issue, the customer changed the infusion set and cartridge and resumed their insulin.